Event description:
(B)(4). Injury alleged. Malfunction alleged. User said drove off ramp and ran into curb throwing him out of chair. Ems called. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.